Manufacturer narrative:
One kangaroo epump was received with a customer complaint of ¿does not pass pump accuacy test¿. The complaint was not verified; the unit passed accuracy testing. The unit¿s ultrasonic sensor was giving a weak signal, but this was found to be due to dirt/debris buildup on the sensor area external to the pump. Upon receipt the unit did not have a pole clamp or power cord. The unit was able to power up and pass post in battery power. The led¿s illuminated and the tones were audible. The screen was clear and legible and free of errors. The unit promptly gave a low battery warning. A test power cord was installed and the unit displayed it was charging. The screw seal in the back of the unit was present and intact. Rotor speed accuracy test was performed at 125 ml/hr the average count between rotor turns was 10.2 seconds, which is within the tolerable range of 9.2 to 11.2 seconds. The feed rate was changed to 15 0 ml/hr and the unit was allowed to feed for 30 minutes. The volume fed was measured to be 75.8 ml, which is within the tolerable range of 67.5 ml to 82.5 ml. Recertification test was run and gave an error 20. The ultrasonic sensor assembly was cleaned around the sensor area. The unit was retested and passed. Internal and external inspection revealed no anomalies. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit does not pass the pump accuracy test. Per additional information received from the customer the pump failed the rotor speed test. There was no patient involved.